Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad issue. It was reported that the up arrow and down arrow keypad buttons were worn and moving side to side.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn from the contrast button to the ok button. The up arrow, down arrow, and ok keypad button symbols were worn off, which has no effect on insulin delivery function. During testing, all the keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment.